Event description:
Event verbatim [preferred term] I used one of the menstrual cramps pads on last night. When I woke up a few hours later [intentional device misuse] , all of the inside stuff had leaked out [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I used one of the menstrual cramps pads on last night. When I woke up a few hours later, all of the inside stuff had leaked out and was all over my sheets. The pad was not opened until I was ready to use it. Now, I have this stuff inside the pad on my sheets and carpet". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Additional information has been requested and will be provided as it becomes available. Follow-up (19aug2016): follow-up attempts are completed. No further information is expected. Follow-up (27jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "all of the inside stuff had leaked out" (device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. Follow-up (11nov2019): new information received from a product quality complaint group included: impact analysis and severity ranking., comment: the event "all of the inside stuff had leaked out" (device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend actions taken: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] I used one of the menstrual cramps pads on last night. When I woke up a few hours later [intentional device misuse] , all of the inside stuff had leaked out [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I used one of the menstrual cramps pads on last night. When I woke up a few hours later, all of the inside stuff had leaked out and was all over my sheets. The pad was not opened until I was ready to use it. Now, I have this stuff inside the pad on my sheets and carpet". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. According to the product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number menstrual product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend actions taken: a lot trend was not performed as the lot number is unknown. Follow-up (19aug2016): follow-up attempts are completed. No further information is expected. Follow-up (27jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from a product quality complaint group included: impact analysis and severity ranking. Follow-up (13nov2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment the event "all of the inside stuff had leaked out" (device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "all of the inside stuff had leaked out" (device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] all of the inside stuff had leaked out [device leakage] , I used one of the menstrual cramps pads on last night. When I woke up a few hours later [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I used one of the menstrual cramps pads on last night. When I woke up a few hours later, all of the inside stuff had leaked out and was all over my sheets. The pad was not opened until I was ready to use it. Now, I have this stuff inside the pad on my sheets and carpet". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (19aug2016): follow-up attempts are completed. No further information is expected. Follow-up (27jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "all of the inside stuff had leaked out" (device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "all of the inside stuff had leaked out" (device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.